Manufacturer narrative:
(B) (4). Returned transmitter was visually inspected and confirmed to have cracks in the battery area. Leak testing was also performed. The returned transmitter passed leak testing. Based on these results, this issue is not associated with remedial action 2954323-04/14/2009-002-c.

Event description:
It was reported that the patient had a cardiac arrest in 2009 and cardiopulmonary resuscitation (CPR) was given. An AED was used but advised not to shock the patient. When the patient arrived at the emergency unit, asystole was determined. An ER consultant stated "the rhythm seemed to be asystole from the start". The patient expired. Device history reports did not register any tachyarrythmia episodes for that day. It was reported the patient had suffered frequent similar types of episodes since two months prior to event. A consultant in emergency medicine stated that a technical check of the device suggests a possible fault.

Event description:
A customer initially reported a connectivity issue with their freestyle navigator cgms. The system was returned and upon product investigation, a crack was observed on the lower housing near the battery compartment of the transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product did not confirm the connectivity issue. The freestyle navigator transmitter was sent for further investigation. A follow-up report will be sent once investigation results are available. Remedial action 2954323-04/14/2009-002-c was reported (B) (4) on 14 apr 2009.